Manufacturer narrative:
(B)(4). The catalog number provided is the us list number that is the same as the international list number in the unique identifier field. The abbvie j tube is intended to provide long-term enteral access for administration of medication to the small intestine. The abbvie j is indicated for the administration of the medication duodopa (and levodopa carbidopa intestinal gel). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. A return sample evaluation was not performed because tubing was not available. Review of the abbvie peg and j use fmea identified infections as a hazard. The fmea identified several steps in the tube placement procedure as potential causes of infection including aseptic technique. Irritation from long term contact with bowel and microbial contamination during feeding cited as a potential hazards that could lead to infection. The abbvie peg and j risk management report documents localized infections as a risk, indicating that the risk has been reduced as low as possible, and that the benefits of the duopa system outweigh the risks of risk of pain, discomfort, and localized infection. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie j tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a physician reported that a patient in (B)(6) was struggling for a long time with issues of nausea and weight loss. The physician reported that he is planning to hospitalize the patient since he wants to rule out a possible involvement of the duodopa medication and the duodopa system. Physician contacted the duodopa medical advisor to discuss treatment options for the nausea and weight loss. Physician wants to stop duodopa first to rule out possible involvement of the duodopa drug product as cause for the nausea and weight loss. If this does not stop the nausea the following options are considered: link with the duodopa system which can be ruled out by gastroscopy, small intestinal bacterial overgrowth, gastroparese. Medical advisor advised several course of actions to pinpoint the exact cause. Ads was requested to follow-up the outcome of the hospitalization to find out the cause of the nausea and weight loss. On (B)(6) it was reported that on monday (B)(6) 2016 duodopa was stopped and on (B)(6) 2016 the patient still experiences nausea, so a link with the duodopa drug product can be excluded. A gastroscopy was performed on (B)(6) 2016 which showed no signs of an ulcus or other abnormalities. In addition patient was started on bactrim (sulfamethoxazole 800mg + trimethoprime 160mg), but upon request of the gastro-enterologist this is now switched to cyproxine (ciprofloxacine (chlorhydrate)). Next step is to slightly pull back the intestinal tube to see if this has an effect on the nausea. If no effect, it is being considered to remove the tube and maybe replace it. On (B)(6) 2016 it was reported that patient was switched to the oral medication prolopa and as a result suffered from less nausea. Patient wants to have the peg/j system removed. On (B)(6) 2016 it was reported that the tube will be explanted by the gastro-enterologist and the patient will continue with the oral medication. Additional information received on 12 feb 2016 that the pegj tube was removed. Patient receives oral medication. On (B)(6) 2016 it was reported that the final diagnosis has been determined to be intolerance to the intestinal tube. The patient was deemed recovered on (B)(6) 2016. Additional information was received on 12feb 2016 indicating that the patient is back home since tuesday (B)(6) 2016, the patient has been permanently switched to oral medication and the nausea is almost completely gone.